Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the brain fluid accumulation was unknown, as were the circumstances surrounding this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient was stiff and sensitive before their dbs implant and was not able to take care of themselves. There was no improvement after the implant procedure; they were still in bed. They had surgery because of the fluid accumulation in their brain. The healthcare provider (hcp) suggested shutting down the ins. It was unknown if there was more than a 50% reduction in symptoms. There were no expert opinions. Effective measures had not been taken and were not planned to be taken. Troubleshooting was unknown. The patient was currently observing at the hospital. No further complications were reported as a result of this event.